Event description:
Healthcare nurse called to get help using the standard strip on their device. Troubleshooting by phone revealed that the standard strip was out of calibration. The device was replaced and the defective one returned for investigation.